Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, no cable issue detected. Manual articulation of inputs pass. Failure analysis could not verify the customer reported event. No cable issue was detected. Additional unrelated observation not reported by site: the instrument was found to have blade damage at the middle of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. H8. Was updated to initial use of device. Annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f27.